Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. Ablation was completed on the left pulmonary veins without any issues and a few ablations were performed at the base of the appendage. An impedance shift was noted during ablation of the right pulmonary veins and patient became hypotensive and tachycardic. An ultrasound was performed confirming the pericardial effusion. A it is unknown when, where, and what caused the pericardial effusion. The patient is stable. There are no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.